Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240, batch # 0036429666. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (additional device required). Risk review: a risk review was completed and confirmed that the event of implant embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day follow-up, the closure device was not found in the laa. The closure device was found to be in the abdominal aorta, on its side. The patient was stable and had no symptoms. Eleven (11) days later the patient underwent percutaneous removal of the closure device via arterial access and the use of a non-boston scientific grasping device and a 20f sheath. Re-implant was attempted with 27mm and 31mm watchman flx pro closure devices but were not successful due to inability to meet release criteria.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day follow-up, the closure device was not found in the laa. The closure device was found to be in the abdominal aorta, on its side. The patient was stable and had no symptoms. Eleven (11) days later the patient underwent percutaneous removal of the closure device via arterial access and the use of a non-boston scientific grasping device and a 20f sheath. Re-implant was attempted with 27mm and 31mm watchman flx pro closure devices but were not successful due to inability to meet release criteria.